Event description:
Initial ck nac results on 3 different patients samples were 0.u/I. Repeat of same samples on an integra 700 on site recovered 107 u/l, 52 u/l, and 97 u/l. No information provided to determine if results were used to guide therapy. The field service representative determined the z cables on transfer head were worn. The instrument was repaired and performance check tests were performed and within specification.